Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor displayed a service code during the incoming evaluation. Root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The cause for the service code 102 (charge profile fault) was isolated to a shorted q9 transistor on the computer/analog board. The root cause for the shorted q9 transistor could not be positively identified. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (failed incoming functionality testing) was confirmed. As received, the monitor displayed a service code during the incoming evaluation. Root cause investigation is underway in engineering. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.